Event description:
It was reported that there was a ¿lack of delivery or under delivery related to tubing occlusion¿. The error was noticed immediately after connection to the pump. There was unknown patient involvement.

Manufacturer narrative:
Device was not returned for root cause analysis. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned this complaint will be reopened for further investigation.